Event description:
(B)(4): it was reported that an m3 screw which keeps the surgical light spring arm's safety collar in place was missing. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The actual device was evaluated in the field on (B)(4) 2012. A stryker field service technician visited the user facility and observed that the m3 screw was missing from the visum led surgical light head. The m3 screw keeps the spring arm's safety coller in place, which is used in order to prevent the keeper clip, a semi-circular metal disk, from becoming separated from the spring arm. If the m3 screw is not in place, there is a risk of the light head detaching from the suspension. However, there was no report of the light head detaching in this specific event. It could not be determined how the screen came to be missing, but it is possible it was removed for another purpose and not re-installed.